Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported venous air alarms occurred during two routine hemodialysis treatments this week, which could not be resolved. Due to the amount of time spent troubleshooting the alarms the circuit clotted preventing rinseback on both occasions, resulting in an estimated combined blood loss of 380cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The reported alarm could not be duplicated during evaluation of the returned cycler. Review of the log files identified an intermittent received signal from the venous air sensor. The venous air sensor and circuit card were replaced. The malfunction resulted in the cycler triggering intermittent erroneous air alarms. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Review of the device history record indicated no problems were found during testing of the cycler. Facility staff has been notified. Co considers this report closed. No additional information will be provided.